Event description:
Patient had left shoulder surgery on (B) (6) 2005. Claim indicates that breg pain pump was used, model number not identified at this time. Patient alleges glenohumeral chondrolysis.